Event description:
Received information stating customer is receiving multiple alarms. Reportedly customer blood glucose has been impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.